Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert (lia) being triggered. The lia was triggered due to an increase of right ventricular (rv) pacing impedance. The impedance range was programmed at a higher range and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4). Lead not returned to manufacturer and will not be evaluated.